Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump became unresponsive with a black screen and would not power on despite being charged, and troubleshooting with charger placement and button restarts did not resolve the issue; a replacement pump was arranged and the user was advised on return and startup steps and to continue cgm use on the dexcom app or receiver. Symptoms included no alerts or alarms and an unresponsive display. Outcomes included device replacement and user guidance to prevent further alerts and to return the device. Investigation included remote troubleshooting for power and display, verification of shipping and return logistics, and data retention guidance. Investigation of this device revealed a malfunction consistent with a power or display failure of the pump assembly that could not be resolved through standard restart and charging procedures. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending device evaluation.